Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The patient stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 590 mg/dl. The patient stated that he was getting no delivery alarms prior to the event. The patient stated that he changed the infusion set, but continued to get no delivery alarms. The patient did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.